Event description:
A physician reported that during a surgery an ophthalmic trocar was hard to pricked in a patient's eye. The cannula was already placed in the eye hence the surgery was completed without product replacement and there was no harm to the patient.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened ophthalmic trocar handle blade assemblies and three opened ophthalmic trocar cannula hub assemblies were received in a smpt for the report of trocar was hard to prick in the patient's eye. The returned blade samples were visually inspected and were found to be conforming. The blades were then functionally tested for penetration testing. Sample 2 and 3 were found to be conforming. Sample 1 was damaged when removing the blade from the handle; therefore penetration could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples 2 and 3 were found to be visually and functionally conforming, therefore a dull trocar blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause could not be determined from the investigation performed on sample 1. The sample was damage during testing; therefore a root cause could not be determined. No action was taken on sample 2 and 3 as the trocar blades were manufactured to specifications and the exact root cause for sample 3 is unknown due to being damaged, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).